Event description:
It was reported the pt's (B)(6) lead migrated, and the pt lost stimulation. Surgical intervention was scheduled to address this issue. However, diagnostic tests performed the interim found impedance issues for several contacts on the migrated lead. As such, the lead was explanted and replaced. The pt denies experiencing any traumatic event which could have attributed to these issues. Effective stimulation was recaptured for the pt following the replacement procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.